Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition the reported condition was verified. The device was found in specification in relation to the customer reported air in line alarm which was not reproduced. A review of the event history log identified multiple air in line alarms however the history log cannot be used to determine if the alarms are true or false. No abnormalities that could cause or contribute to the reported problem were observed. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line. There was no patient involvement. No additional information is available.